Manufacturer narrative:
Initial MDR 2517506-2021-00178 was filed on 17-aug-2021. Additional information (20-aug-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed potassium (k) result. Hsc reviewed the information provided by the customer and the instrument data log. A siemens customer service engineer (cse) was dispatched to the site. No system malfunctions were identified. Quality control recovered within the customer's established range. The cause of the event is unknown. The device is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) concerning a discordant, falsely depressed potassium (k) patient sample result obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
A discordant, falsely depressed potassium (k) patient sample result was obtained on a dimension® exl¿ with lm system. The discordant result was not reported to the physician. The same sample was reprocessed on an alternate dimension exl system, and a higher result considered correct was obtained. A corrected report was issued. There were no known reports of patient intervention or adverse health consequences due to the discordant result.